Event description:
Testosterone and vitamin d lab tests were ordered. A physician called to question a testosterone lab result. The centaur analyzer was not performing the wash procedure correctly. Quality control was within range and there was no observable indication that the analytes were not recovering properly. The analyzer was shut down for troubleshooting and fixed by manufacturer service representative.